Event description:
Customer reported hospitalization due to low blood glucose. Customer had programmed 18 units in error, pressing buttons during the night. Customer tried to get the light on, but pressed act button, insulin pump delivered the insulin. Customer went into diabetic shock, the paramedics were called. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.